Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury: serious injury means an injury or illness that:(1) is life-threatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent. Damage to a body structure. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Patient experienced sloughing of the tissue, tongue tingly/numb after gluma application in office. Gluma was applied at the cervical area of the teeth with hypersensitivity and recession after the cleaning appointment by the hygienist with a brush and left on. Her lips and mucosa seemed to be reacting by creating vesicles and a day later sloughing of epithelium tissue. The tongue also went tingly/numb. No isolation was used or rinsing with water was completed. Recession is the same pre and post treatment. Dentist reported that patient has healed and referred her to a ctg that treats gum recession. Patient will be waiting to see her family physician, as she claimed to have experienced additional symptoms of dry mouth, blood pressure spike, left eye blood shot, left nostril slightly bleeding, and left leg bulging varicose veins a few weeks after gluma was applied. Except for the dry mouth symptoms, the other described symptoms are most unlikely caused by gluma desensitizer misusage. This incident is due to user error; however, we will report out of an abundance of caution due to the additional reported symptoms by patient without the physician's feedback. We will update in future if additional information is provided.

Event description:
A female experienced sloughing mucosa, tingly/numb tongue approximately one day after application.